Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. The sheath was used successfully without issues for mapping and initial ablation. When re-inserting the catheter, air bubbles were observed in the sheath when aspirating. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for analysis.